Event description:
The day after implant, the patient was receiving too much morphine. The patient was hospitalized and she had fluid leaking out of her stomach incision. Once they got that under control, fluid started leaking out of her spinal incision. The doctors were not clear on what the fluid was coming from or why. The patient was in hospital for over one month and ended up getting bacterial meningitis. The device system was removed in (B)(6) 2014. The patient¿s symptoms and diagnostics related to the fluid leaking were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).